Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician advanced the 2.50x32mm taxus liberte stent to the severly tortuous and calcified segment in the riva lesion. The physician pushed the stent delivery system (sds) with much force but he was unable to place the stent. The physician attempted to bring the device back into the guide catheter; however, he was unable to do so and had to remove everything as a system. Once the sds was outside of the patient it was noticed that the stent was stripped from the balloon and was afterwards found in the femoralis profunda. It is unknown if the stent was retrieved from the body. The procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "stable". Additional information was requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.